Manufacturer narrative:
E1 - initial reporter phone :(B)(6). One device was received for evaluation. The reported issue was not duplicated, however, the event history log found multiple alarms displaying downstream occlusion. Visual inspection identified the downstream occlusion (dso) sensor had excessive dry glue on the sensor upon disassembling the dso seal. The probable cause of the issue was a downstream occlusion sensor intermittent fail. The dso sensor assembly was replaced. Unit now showing stable dso value, and all functional tests are passing.

Event description:
It was reported that the device exhibited " malfunctioning and beeping.". There was unknown patient involvement.